Manufacturer narrative:
Changes made from the initial report: updated the UDI number in section d4. Updated section d9 to yes, and entered the device returned date to the manufacturer. Per investigation by the manufacturing site: product evaluation observed a broken vertebrae system. Pictured below is the damage to the link in the vertebrae system (left) and a model of what that link should look like (right). The eyelet on the link appears to have been sheared off, leaving behind 2 raised prongs (red arrows). It is likely that the damage could have occurred from excessive force applied to the distal end while in use. During the removal of the ureteroscope, it is likely that that the sharp points caught on the ureter causing ureteral damage. This event is filed under internal (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal case # (B)(4).

Event description:
It was reported that, during a pcnl with ureteroscopy on (B)(6) 2024, the ureteroscope got stuck mid-ureter. Scope was removed with ureter stuck near the distal end. Ureteral damage was reported, and a reconstruction of the ureter was required. Ureter was placed back in preparation for repair. Customer confirmed that the patient is doing ok now. The ureter was reconstructed and patient is making good progress. No nephrectomy needed.